Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that an incomplete multi-leaf collimator (mlc) calibration issue had occurred.

Manufacturer narrative:
H2 updated. H6 updated. H11 updated: on the 3rd october 2025 an elekta field service engineer (fse) carried out corrective maintenance on the linac and agility head. One of the corrective actions for the agility head was to do with calibration. Once the maintenance had been carried out the fse handed back the machine to the customer, however the customer did not perform qa checks as required. On the (B)(6) 2025, the customer performed two qas (light field verification of a standard field size and mv-kv coincidence) which is part of daily qa (customer routine). The user did not notice the discrepancy when "light field verification of a standard field size" was carried out but "mv- kv" showed the machine was out of tolerance. In addition, the user performed patient-specific delta4 plan qa as the machine was free. This patient-specific delta4 plan qa was not intended for machine qa, therefore the results were not reviewed before treatment started. However, on the same day the user reviewed the results of patient-specific delta4 plan qa after the 17 patients were treated and discovered that the patient-specific delta4 plan qa results was below the gamma passing rate threshold. Further investigation was conducted by the customer. The customer ran the patient-specific delta4 plan qa on another machine to verify if the patient-specific delta4 plan qa was the issue, but this showed a good result. The customer concluded that the patient-specific delta4 plan qa was satisfactory. The customer then investigated further if there was an issue with the machine which revealed that light field verification of a standard field size resulted in a ~2mm discrepancy. New calibration was carried out by the customer and then the customer performed again the patient-specific delta4 plan qa which resulted in a good gamma pass rate. The light field vs radiation beam discrepancy after calibration resulted in 1 mm which is within tolerance. The customer performed an impact assessment on 17 patients who were treated. The dose deviation is limited for most target areas and will not have an impact on the outcome, also because of the often-high number of fractions. In patient e (lon53 (3x18gy), the dose deviation has more impact, because only 3 fractions with a high fraction dose of 18gy. The dose is up to 10% in measurement higher than planned and the dose distribution has a shift of about 3mm. In combination with the two correctly given fractions, this patient has a 3% higher dose in the target volumes than intended. This has been discussed with the attending physician, and it is expected that it will not affect the clinical result. From elekta's assessment the 3% higher dose mentioned by the customer in their report will fall into non- serious (severity). The root cause is that the customer did not perform the required qa checks as per the instructions for use (IFU) when the device was handed back. This issue is abnormal use.